Manufacturer narrative:
At the time of this report, no further patient injury or negative health related outcomes have been reported. The device box and implant were discarded, therefore no investigation of the device was completed. Discarded by physician.

Event description:
It was reported that after a successful bilateral implant of the latera absorbable nasal implant the patient experienced ongoing infections. The physician prescribed cipro, however the patient requested removal of one implant. Eighty-four (84) days post bilateral implant the patient had one absorbable nasal implant removed without complications and was discharged home. No further patient complications have been reported.